Event description:
It was reported that the during the implant procedure, the screw would tighten down on to inserted lead but would not make ratchet sound and physician felt variable resistance when turning as well as possible torque buildup. The screw was backed out completely the lead reinserted and still the same issue was happening. The device was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).